Manufacturer narrative:
The reported event of failure to advance stylet was confirmed while high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. The lead was evaluated with the stylet and found restriction/obstruction at the distal region of the lead. Further analysis found the inner coil clogged with blood. The cause of the reported event was isolated to the inner coil clogged with blood. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead didn¿t find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right atrial (ra) lead exhibited high pacing impedance and the guidewire failed to advance into the lead. The ra lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: h3 section: previously need to check "yes" for device evaluated by manufacturer?" Section.